Manufacturer narrative:
Investigation of the patient sample found an interfering factor that interferes with both with the ru-label component and the fab´2 component of the detecting antibody of the tsh assay. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The patient sample was requested. The investigation is ongoing.

Event description:
The initial reporter complained of questionable elecsys tsh assay results for 1 patient sample on a cobas 8000 e 801 module analyzer serial number (B)(4) and a cobas 8000 e801 serial number (B)(4). The customer's result on serial number (B)(4) was 10.8 uiu/ml. The customer performed a dilution test of the sample with the following results: x2 diluted: 11.700 uiu/ml, x5 diluted: 9.890 uiu/ml, and x10 diluted: 7.860 uiu/ml. The sample was provided for investigation where it was tested with serial number (B)(4) on (B)(6) 2021 and the result was 11.6 uiu/ml. The outsourcing architect result was 0.007 uiu/ml. The customer reported the results outside the laboratory. The tshv2 reagent lot number and expiration date used by serial number (B)(4), by the customer, was asked for but not provided. The tshv2 reagent lot number used by serial number (B)(4), by the investigation team, was 496502. The expiration date was 31-jan-2022.